Event description:
It was reported that, over the last 2 months, the shock lead impedance increased from about 113 ohms to about 142 ohms. Technical services discussed that measured shock impedance is about 30-60 ohms higher than delivered shock impedance and recommend commanded shock delivery. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.